Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had alarm error codes / messages with flashed device due to 200.5040 error, also changed ail sensor unit after cleaning original, error still continued, there appears to be an issue with the door latch to case, white forked prongs won't release from case correctly, alignment issue. There was no patient involvement.